Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Correction in h9.

Manufacturer narrative:
Analysis of wr9200 (B)(6) found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has been having difficulty recharging for the past four months. They indicated that the ins is placed on the right side of the body. The patient tried to start a charging session during the call and the recharger connects for short time and then disconnects. The caller tried to start a charging session with the recharger in several different locations and each time the recharger connected and the disconnected. The caller indicated that if the recharger was placed directly on the skin and they applied some pressure and the recharger remained connected. The troubleshooting steps that were taken on the call resolved the issue. Wireless recharger won't connect to the stimulator. It will connect for a second and then dies. The stimulator is not charging. The caller stated that the wr power button led would spin green as it searched for the ins, then it briefly pulsed green once it found the ins, but almost immediately would spin green again. As a result, the patient was unable to charge their ins. Patient is having a lot of cramping and falls. They can easily palpate the stimulator. The patient has not indicated that the stimulator has shifted or moved. The stimulator is pretty superficial. The wireless recharger the patient has had for about two years. They talked to a medtronic technician over the phone a week ago. On the call we had the caller reposition the recharger all over the area of the stimulator. It would connect for a second and disconnect. The caller finally rotated the recharger 90 degrees and it connected and stayed connected. Since the have had such issue still going to replace the wireless recharger and send a drape because they lost it. Told caller if new recharger doesn't resolve the issue should see the doctor to assess the pocket. The caller was under the impression that the patient's ins turned off because the patient was in serious pain specifically cramping in their legs that they get from parkinson's and really not able to function. The caller stated that the patient went to the hospital on saturday because the patient's pain was so bad that they had to take tramadol. The caller was not with the patient or the recharger, so troubleshooting could not be performed.